Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 2 failed to be detected as being closed as a result of faulty latch sensor. A field service engineer replaced the defective latch sensor and reseated the cables to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a problem where the drawer 2 failed to open during the medication retrieval process. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.